Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2015 and intra-operative testing of the patient's lead was able to provide effective stimulation. The patient's ipg was explanted and replaced (reference MFR report: 1627487-2015-15178). The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.